Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 4592 implantable pacing lead (B)(6) 2005. (B)(4). Lead remains in use.

Event description:
It was reported that the right ventricular (rv) lead has high threshold measurements. The rv lead remains is use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.